Event description:
Pt called rptr's office on 2/8/94 to report 5-fu leaking around needle site. Pt noted small amount of dried white crystals around needle site. The needle intact. Flushed without probs or leaking and positive blood return. Pt called rn-on-call on 2/9/94 pm to report that she noted some leakage again at needle site. Crystals noted near needle site. When dressing taken off it was noted that silver needle portion was moveable in and out of yellow winged portion of the needle. Needle removed and opposite side accessed with new needle and 5-fu infusion continued.